Event description:
Atrial dipole on the dx lead appears to be sensing ventricular events. The atrial signal is also beneath the minimum threshold for sensing. Adjustments will be made to the sensing. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.